Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer went to the hospital and was treated intravenously with fluids of saline. Customer was released on (B)(6) 2023, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.